Event description:
Description: the visible particles in the vitreous cavity of the patient are most likely silicone oil based on the clinical picture. We have no proof of the material. Apart from the visible particles in the vitreous cavity, the patients currently have no other reactions in connection with the ivom application. The syringes used are separate syringes from a third-party supplier. According to our pharmacy, the following syringes and cannulas were used for the preparation. Filter cannula bd blunt fill needle 18g 1,2x40mm fa. Becton dickinson ref. (B)(4), lot 4064631, exp 30.04.2029.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up. It was reported there are visible particles in the vitreous cavity. Our quality team has completed a device history record review for material number 305211 and lot number 4064631. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.

Event description:
Additional information: patients complained of seeing black dots. Silicone oil bubbles were found in the vitreous cavity. The injection was performed by a doctor. Preparation (drawing the drug into the syringe) is carried out by our pharmacy by a pharmacist. There was no leakage. We assume that the silicone oil comes from the sliding silicone of the syringe plunger. Currently, none of the patients required additional surgery.

Manufacturer narrative:
Follow up MDR for additional information (see b5). Follow up MDR for correction. Annex a, e, f codes updated. The type of reportable event was incorrect in the initial MDR. Updated type of reportable event to serious injury.